Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown number of acl procedures, an unknown number of biosure screw cut the tendon and also the screws broke when sending them into the tunnel. The procedure was completed without delay using a biorci screw. No other complications were reported.

Manufacturer narrative:
Additional health effect - impact code added. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per case details the broken screw was retrieved from the patient. During the procedure it was reported that the biosure screw cut the tendon. Per e-mail communication the cut tendon cannot be detected with staple during the surgical procedure. The procedure was completed using a back-up device. Since no further harm is anticipated no further clinical assessment is warranted at this time. A complaint history review found similar reported events. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an unknown number of acl procedures, an unknown number of biosure screws cut the tendon and also the screws broke when sending them into the tunnel. The insertion sit was prepared with a suitable tibia drill. The broken pieces were retrieved wit a clamp. The procedure was completed without delay using a biorci screw. The broken part was disposed, so it could not be detected with staple. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. Correction in h6 (health effect - clinical/impact coding).